Event description:
During a tonsillectomy, a pt suffered a burn from the cautery device.

Manufacturer narrative:
During a tonsillectomy procedure, the pt suffered a burn from the cautery device. The extent of the burn is not known and we were not provided with info about the pt or if any treatment was provided. There are two cautery tips in this custom pack and we do not know which tip was involved in the alleged incident. The sample was not returned for evaluation. It is not known if the tip was adequately seated on the pencil during use or if the tip came in contact with any metal instrument. The issue has not been confirmed and a root cause has not been determined. However, due to the reported incident, this medwatch is being filed.